Manufacturer narrative:
(B)(4) - device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight kinked cannula events on (B)(6) 2024 (two on each day). Event occurred within three hours of insertion for four events and after three hours of insertion for another four events. Insertion site was at abdomen for all events. The sets were in use for 2-3 days for seven events and one day for eighth event. Blood glucose levels were 330 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.